Manufacturer narrative:
Additional initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue part) and main body of a peritoneal dialysis (pd) transfer set. This was observed during an unspecified process step of peritoneal dialysis therapy. It was further reported that the ¿dark blue part of the transfer set got loosened but did not get disconnected from the main hub¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h4, h6, h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.